Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she thinks her insulin pump is leaking in the reservoir compartment because her blood glucose readings are running high. Customer stuck her pinky finger in the reservoir compartment and felt moisture. Customer stated that she also smelled insulin. Customer's blood glucose was 413 mg/dl. Customer treated with an injection. Customer stated that the leak occurred on (B)(6) 2014 in the morning. The leak is at the bottom of the reservoir barrel/reservoir compartment. Customer stated that the fluid was visible just in the reservoir compartment. Customer had no cracks or splits in the barrel and all components were present. Customer stated that there were a couple of drops at the end of the barrel. Customer declined troubleshooting for high blood glucose.